Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath hole prior to a ventricular tachycardia ablation interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the ventricular tachycardia ablation procedure was completed. Reportedly post procedure, the knot of the first proglide device was unable to be advanced with the suture trimmer, so excessive force was applied. The suture of the second proglide device was accidentally by the suture trimmer before closing the knot. A third proglide device used and functioned as intended, but failed to achieve hemostasis. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: minor correction as the word "cut" was inadvertently missed from the previous report.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath hole prior to a ventricular tachycardia ablation interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the ventricular tachycardia ablation procedure was completed. Reportedly post procedure, the knot of the first proglide device was unable to be advanced with the suture trimmer, so excessive force was applied. The suture of the second proglide device was accidentally cut with the suture trimmer before closing the knot. A third proglide device used and functioned as intended, but failed to achieve hemostasis. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.